Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock to the patient, about one year ago, due to t-wave oversensing and small amplitude r-waves. At the time, the device was reprogrammed from a 1x gain to a 2x gain, with the same sense vector of alternate. There was a note in the remote monitoring system indicating this was a known condition. Technical services discussed the 2x gain would help with any noise discrimination, but would not mitigate the t-wave oversensing, and recommended a new screening to see if a different placement would produce larger amplitude r-waves. X-rays could be reviewed as well, to evaluate system placement. No adverse patient effects were reported. The device and electrode remain implanted and in service. Additional information was received. This electrode was explanted when the s-ICD device was explanted for premature battery depletion in (B)(6) 2022. No additional adverse patient effects were reported. A 60 mm segment was returned connected to pulse generator in september 2023.

Manufacturer narrative:
The electrode was returned severed 60 mm from the terminal end. Only the proximal segment was received. Resistance testing found the high voltage cable of the electrode segment was not electrically continuous. An x-ray showed multiple filars were fractured on the high voltage cable at approximately 55 mm from the terminal end. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. Analysis concluded that the reported oversensing, small amplitudes r-waves, and inappropriate shock therapy were likely caused by the confirmed fracture.